Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens displacement. In a separate visit the lens was explanted. At a later date a longer length replacement lens was implanted. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).